Event description:
It was reported that there was ffrw (far-field r-wave) oversensing and pvcs (premature ventricular contractions) in bigeminy. It was also reported that there was high threshold since implant. The r-waves had been stable but in the last two weeks had decreased. The atrial and rv (right ventricular) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).